Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and infection are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and infection (unknown onset). Device evaluation: analysis of the returned device identified overweight, crease fold, deformation and wear abrasion. Cloudy and voids in the gel observed after autoclave cycle. After weighting the device, it is observed that it is overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship (see the weight report attached). Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported bilateral "non-stop itching" and "deep pains around the sides of the breast." Healthcare professional reported left side implant" breast pain, joint pain, and night sweats." Patient representative reported "removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, evaluation for alcl, increased risk of alcl, implant removal, capsulectomy, significant scarring, disfigurement, tissue damage, pain, swelling, rashes, itching, seroma, asymmetry, chronic inflammation, depression, anxiety, panic disorder, posttraumatic stress, chronic insomnia, significant weight loss and gain, irritable bowel, chronic headache, chronic gi upset/reflux; post-operative complications including inflammation, fluid accumulation, infection; aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing. At this time it is unclear if plaintiff was enrolled in any of defendant¿s clinical trials or studies. Patient has not been diagnosed with bia-alcl." This record is for the left side. The device has been explanted.